Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have been hospitalized multiple times in the past two weeks. Customer mentioned hospitalizations on (B)(6). Customer stated that their blood glucose reading on (B)(6) 2016 was 714 mg/dl. Customer stated the paramedics were called. On (B)(6) the customer was not feeling well and had high blood glucose readings of 714 mg/dl again. On (B)(6) customer came home from church and their blood glucose reading was 914 mg/dl due to eating wrong and they were taken to the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer stated that they have been having high blood glucose readings since changing the basal rate. Customer's current blood glucose reading at the time of the call was noted to be 128 mg/dl. Customer was advised to call back if he continues to have the same issue.